Manufacturer narrative:
The device was received for evaluation. Visual inspection on the returned sample observed an insufficient weld at the bottom left edge welds. Functional testing was performed and revealed a leak from the bottom left weld of the bag. The reported problem was verified. The cause of the reported condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
It was reported that an exactamix 1000 ml eva tpn bags was leaking from the right side of the seam (previously reported as an unspecified quantity of exactamix 3000 ml eva tpn bags leaking from the right side of the seam). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of exactamix 3000 ml eva tpn bags were leaking from the right side of the seam. This occurred before patient use. There was no patient involvement. No additional information is available.